Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump has been alarming failed battery test after changing the battery. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; customer did not receive a failed battery test alarm. Customer also reported receiving a weak battery alarm and an off no power alarm without a low battery alert. Customer was advised that a battery cap replacement would be sent and to monitor the insulin pump.